Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 25x1 was defective. The following information was provided by the initial reporter: good morning it has been reported to myself that there was a faulty syringe which prevented the user from being able to administer the az vaccine.

Manufacturer narrative:
Investigation: a device history record review was completed for provided lot number 2007420. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture samples and a physical sample were returned for evaluation by our quality engineer. Through examination of the samples, the tip of the plunger rod was observed bent. The material used to manufacture the bd flu+ syringe has been selected and tested to resist normal conditions of use. Based on the provided feedback, it is possible that the defective plunger was produced during the manufacturing process due to an error in the movement of the plunger rod component through the manufacturing facility or due to hard conditions during storage of the plunger rod component.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 25x1 was defective. The following information was provided by the initial reporter: good morning it has been reported to myself that there was a faulty syringe which prevented the user from being able to administer the az vaccine.